Event description:
I had breast implants put in on (B)(6) 2008. Allergan natrelle saline filled implants. Within a month I began feeling exhausted for no reason, I started to have joint pain, nausea for no apparent reason. My anxiety became worse, and I began to have adult acne. I let that go as just stuff that happens. Then around 2012 I had surgery because my body developed a keloid on my left breast and it continues to come back. But now 12 years later, I have gone into early menopause (which began when I was 36) I have now brain fog, vertigo and unexplained neuropathy on one of my legs. I read up on breast implant illness and believe this is what I have been suffering for a long time. Now I suffer from uncomfortable breast pain all of the time, but added neck and back problems that at times are unbearable. I have tried everything from chiropractor to acupuncture, to massage therapy to pain medications among other medicines and nothing has helped. I believe these devices are causing me to be sick and the symptoms get worse the longer I wear them. I am miserable, my hair has fallen, I have rashes with no explanations and my allergies have become worse. I am also afraid that because of the implants I have a higher chance of breast cancer and that when I do have my mammograms they will not be able to detect anything because of the implants. All of my blood tests and mammograms come back negative and healthy. I have even had a nerve conduction test as I had lost a bit of feeling on my left leg and that is when I was told I had neuropathy. I believe the FDA should do something about this, what's worse is that insurance companies will not pay for the explant which could save women's lives including mine. FDA safety report ID# (B)(4).